Manufacturer narrative:
Evaluation summary: the reported condition of a pump that failed the accuracy test by overinfusing was confirmed during product evaluation. The root cause of the reported failure was not determined. The pump head module was replaced to correct the issue.

Event description:
The baxter canada field service engineer reported a pump in which an accuracy test was run resulting in an overdelivery. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary. No additional information is available.